Event description:
It was reported that decreased rv pacing lead impedance was noted. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).